Manufacturer narrative:
The field service engineer (fse) discovered that the high voltage for the ultrasonic transducer was fluctuating between 183v to 215v (normally static at 197v). The fse replaced the ultrasonic transducer with the new style unit and adjusted it to specifications. A high sensitivity (hs) system check was performed which failed due to one high flier in the lumwashson portion. The fse inspected the fluidics manifold of the analyzer and observed visible air bubbles within the wash pump chamber. The seals on the wash pump were replaced however the air bubbles persisted. The fse replaced the fluidics manifold as well as proactively replaced the vacuum pump. Another high sensitivity system check was performed which passed within instrument specifications. Additionally, a 20-replicate precision test was performed which also passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the ultrasonic transducer and fluidics manifold, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, within the laboratory's normal reference range, for one patient, involving the unicel dxc 600i synchron access clinical system. The sample was reflexed and produced a lower result. The customer then retested the sample, on an alternate access 2 instrument, and obtained varied results. The customer stated the reflexed result of 0.02 ng/ml was released from the laboratory. The customer did not know if patient care was impacted as a result of the reported value. There has been no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a 5.0 ml lithium heparin tube and centrifuged at 5,100 rpm (rotations per minute) for three minutes, at ambient temperature. The sample was analyzed from the primary tube immediately after collection. No sample integrity issues were noted. The customer noted quality control (qc) was within range prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.